Event description:
An unintentional movement of the elevating base occurred on two units following a brief power outage at the hosp. The hosp performed repeated tests on one of the units and the failure was recreated three times. Repeated tests on the second unit resulted in no errors after the battery was replaced. No pt injury was reported.